Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the stylet could not be removed from the lead. When attempting to remove the stylet, the connector pin of the lead disconnected form the lead's body. The lead was not implanted. A replacement lead was successfully implanted.